Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results for one patient tested with a cobas b 221 analyzer compared to an inform ii meter. The time of measurements were requested but not provided. The patient's cobas b 211 glucose result was 1.23 mmol/l. The patient's inform ii glucose results were 3 mmol/l and 2.9 mmol/l. The glucose cassette lot number and expiration date were requested but not provided.

Manufacturer narrative:
Updated medwatch field b3- date of event. The cobas b 221 analyzer glucose measurement of 1.23 mmol/l was performed on (B)(6) 2021 at 16:27. The date and time of the inform ii measurements were requested but not provided. The sample pre-analytical details were requested but not provided. The investigation discovered the mss cassette for glu-lac-urea was lot 21510447 and was installed on (B)(6) 2021 at 14:19. The first calibration had a data flag for glucose at 15:02. At 16:50, the customer performed another calibration with successful glucose results. Per product labeling, "automatic application of configured user-defined qc consequences (qc lock or qc warning) if mss cassette cannot be wetted (using standby solution): for longer than 25 minutes during the first 24 hours of the sensor¿s lifetime. For longer than 80 minutes during the remaining sensor lifetime. This is necessary due to uncertain drift of the sensor signal in such cases." Also, "if the mss sensor wetting is not performed within the above mentioned times, glucose and lactate parameters may become sensitive to the wrong enzymes. If this occurs, perform qc measurements at each of the 3 levels to maintain sensor accuracy." The investigation discovered no qc measurement was performed after the mss cassette installation and before the alleged sample measurement. The investigation confirmed the first qc measurement was at 23:30 on (B)(6) 2021. Per product labeling, "a new qc measurement must be performed with all 3 levels (1 = low, 2 = normal, 3 = high) after each exchange of the mss cassette." The investigation confirmed there were no glucose or instrument failures on the date of the event. Based on the available information, the investigation did not identify a product problem.